Event description:
It was reported in (B)(6) 2013, the patient had his catheter replaced due to catheter migration. No further information was provided. The device system was used to deliver prialt. It was later reported that the catheter had migrated out of the intrathecal space. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).